Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 50mg/dl. Customer states that they are getting an error that the meter and pump weren't connecting. Customer tried to treat low blood glucose with carbs but it did not affect and customer was feeling sick. Customer declined troubleshoot for low blood glucose. Insulin pump will not be return for analysis.